Event description:
It was reported, that a cartridge alarm occurred, during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.